Manufacturer narrative:
Updated: d9, g2, h3, h4, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reported issue was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause was failure of the dr circuit board. Since the device was manufactured before the design change of the dr circuit board was made, it is presumed that the failure was due to a design failure in the dr board. On april 16, 2018, the design of the dr board was changed due to the issue that the endoscopic image would not display in combination with the 180 series scope. The subject device of this report was manufactured prior to the design change. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was not producing an image when paired with any 180 series scopes during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.